Event description:
It was reported that; during anterior cervical arthrodesis procedure (3 levels), the surgeon used the screwdriver to insert the screw and it broke.

Manufacturer narrative:
Visual inspection, device history review, complaint history review, risk assessment. Device was confirmed to have a fractured tip. Manufacturing records were reviewed and no issues were found for this lot number. The possible root cause is multifactorial.

Event description:
It was reported that; during anterior cervical arthrodesis procedure (3 levels), the surgeon used the screwdriver to insert the screw and it broke